Event description:
It was reported that the right atrial (ra) lead had high impedance due to a possible lead fracture. The ra lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d154atg, implanted: (B)(6) 2006; product ID 694965, implanted: (B)(6) 2006. (B)(4).